Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet had fallen out of the latch inseparable for the drawer. A field service engineer replaced the latch inseparable and tested. The field service engineer confirmed that the customer was able to successfully inventory a medication in the storage space. Additionally, the filed service engineer performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a failed drawer, failed to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.